Manufacturer narrative:
Additional information was received for d4: expiration date, d9, h3, h4, h6, and h10. H10: the actual device was received for evaluation. A visual inspection was performed which observed that there was a low assembly at the joint of the tubing and the drip chamber. Pressure test and clear passage tests were performed and the results were not satisfactory. A functional priming test was performed which revealed a leak between the assembly of the tubing and the drip chamber. A dimensional test of the tubing was performed and the results were within specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5146932 for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking between the dip chamber and tubing. This issue was further described as, ¿noticed a drip from where the drip chamber connects to the line¿. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.